Event description:
Additional information was received that the device changeout did occur for normal battery depletion as planned with no further issues noted. The lead was checked at the changeout with no problems noted, therefore no remedial action was required and the lead remains implanted with the replacement pulse generator. No adverse patient effects were reported. The device was discarded and will not be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that nearly a year after this event, the device was returned for analysis. No further allegations or adverse patient effects were reported.

Manufacturer narrative:
The device was discarded and will not be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A review of device memory determined concluded that the pauses in pacing noted in the allegation are a result of a normally depleted battery, and the post-ert operation of the device, and the device met specification during testing.

Event description:
Boston scientific received information that upon interrogation of this device at a recent follow up, pacing was not delivered for 4 to 5 seconds for this pacemaker dependent patient. Once the interrogation was complete, the device paced as intended. It was noted the patient did not experience any adverse effects due to the asystole or issue. It was suspected oversensing of noise on the right ventricular lead may have been the cause of the issue, however the definitive root cause was undetermined.

Manufacturer narrative:
As the device was at elective replacement indicator (eri), it will be replaced in the near future for normal battery depletion. No further information is available. This report will be updated if more information becomes available.